Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode and bradycardia. Far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead and oversensing noise was noted on the right ventricular (rv) lead.  The complete implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.